Manufacturer narrative:
Investigation: the collection set was returned for investigation. Upon inspection of the set, there were no issues found with the set. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Rdf analysis confirmed that a ¿tubing set typeerror¿ alert was generated after the tubing set was loaded. Following the tubing set type error alert, the operator re-loaded the tubing set and passed the tubing set test; however, based on the complaint description air was noted to be in the sample bag and the operator terminated the procedure. Root cause: based on signals in the rdf, root cause was determined to be partial occlusion of the sample bag line clamp. Possible causes for this include, but are not limited to, a misassembly of the tubing within the clamp or a clamp inadvertently being left open. Corrective action: an internal CAPA has been initiated to evaluate reports of air in sample bag.

Event description:
The customer reported that during setup for a collection procedure, they received a 'pressuretest error' alarm and noted air in the sample bag. The operator terminated the procedure prior to connecting a donor. No donor was connected at the time of the event, therefore, no patient (donor) information is reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.